Event description:
Per the clinic, the patient experienced chronic infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, it was reported that the patient underwent surgical cleaning of the site of the infection (date not reported).